Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was attempted to charge and see if it would boot up normally but it failed and got stuck on initialization screen. Manual "try it" testing could not be performed since the receiver was stuck on initialization screen . A global receiver sound tool test was performed and it passed. A global receiver functional test was attempted but it failed. The receiver case was opened for an interior inspection and passed. Speaker resistance was measured and was within specification. The receiver log was downloaded and reviewed, finding no errors related to the complaint.. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.